Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a atrial fibrillation ablation procedure. During the procedure it was noted that the irrigation port on catheter had a fracture in the tubing. The catheter was replaced and the procedure was completed. The patient was noted to be stable following the procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection of the device it was observed the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Therefore, the reported complaint is confirmed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a atrial fibrillation ablation procedure. During the procedure it was noted that the irrigation port on catheter had a fracture in the tubing. The catheter was replaced and the procedure was completed. The patient was noted to be stable following the procedure.